Manufacturer narrative:
Note: this report is being resubmitted following an unsuccessful submission attempt on 07/27/2021 due to a system error. Voluntary distributor report narrative: device will be forwarded to the manufacturer, xodus. The manufacturer, xodus., is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This is a voluntary distributor report during incoming inspection, the distributor rejected this device, catalog # 138029 lot 19mar14a, for a possible breach of sterility due to an insufficient heatseal. There was no contact with any patient as this was found during incoming inspection in (B)(6). The completion of the preliminary device evaluation confirmed an insufficient heatseal; therefore, this complaint meets the criteria for a reportable event. This report is being raised as a voluntary distributor report on the basis of device malfunction with potential for injury upon reoccurrence.